Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the b12lt device was returned with the tip of the sleeve assembly deformed. A potential cause of this failure is attributed to molding; however no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a ladg, the doctor felt that the tip of the outer sleeve was damaged. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.